Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. Engineering analysis of the device log file found no evidence of a malfunction. The logs showed that insulin was delivered in response to user-initiated meal announcements and elevated cgm glucose readings throughout on (B)(6) 2025. The user made three "usual" meal announcements[?]lunch at 4:00 pm and dinner at both 6:00 pm and 8:00 pm[?]while cgm glucose readings remained below 300[?]mg/dl. Basal insulin delivery continued in accordance with the ilet algorithm. At approximately 2:00 am on (B)(6) 2025, insulin delivery automatically suspended when cgm glucose dropped to 70[?]mg/dl. Cgm data showed that the user's glucose level continued to fall, reaching below 54[?]mg/dl by 4:00 am. Alerts for low and urgent low glucose were triggered as designed; however, not all alerts were acknowledged. No motor errors or malfunctions were found. Based on the available data, the event was attributed to hypoglycemia following multiple evening meal announcements and ongoing insulin delivery in the context of decreasing glucose levels. Should additional information become available, a supplemental report will be submitted.

Event description:
On (B)(6) 2025, the user experienced a severe hypoglycemic event with a reported blood glucose (bg) nadir of 25[?]mg/dl. According to the user, the episode began around 3:00 am pst when their bg dropped to 55[?]mg/dl. The user consumed a pepsi, which temporarily raised their bg to 81[?]mg/dl before it declined again to 51[?]mg/dl. Despite attempted correction, the user's bg fell further to 25[?]mg/dl, resulting in loss of consciousness. A family member observed the user was unresponsive and called emergency medical services (ems). The user was transported by ambulance and admitted to the hospital, where they received intravenous (IV) treatment. The user remained hospitalized as on (B)(6) 2025. The user reported that the ilet device was uncharged during the hospitalization and had not been reconnected at the time of the initial follow-up. Attempts to retrieve device data post-discharge were unsuccessful due to persistent syncing issues. The user stated they do not plan to resume use of the ilet moving forward. A freestyle libre 3 cgm was in use at the time of the event. The final user outcome was recovery with no long-term effects reported at the time of follow-up.